Event description:
A surgeon reports that an unexpected refractive error of 1.5 diopters ("against-the-rule" astigmatism) was identified following intraocular lens (iol) implant surgery. The surgeon feels that the problem may be associated with the folding of the lens. The iol remains implanted. Additional info has been requested.